Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 39 months post implant of a bifurcated and suprarenal aortic extension, a routine computed tomography scan revealed a proximal endoleak. Reportedly, separation between the components was noted, causing the endoleak. The patient is scheduled for a repair on (B)(6) 2014. Additional information: the patient had a secondary intervention on (B)(6) 2014 for an endoleak. The physician corrected the endoleak by implanting an infrarenal vela extension and a endurant aortic extension. A final angio was done and no endoleak was observed. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and suboptimal imaging studies were not provided for assessment. A computed tomography was reviewed by a clinical representative with the following impression: given the time lapse between the index and the event, aneurysmal disease progression or aortic remodeling might have been a contributing factor in this event. There appeared to be appropriate product placement, which should have provided adequate stent overlay. The endoleak was due to component separation and was substantiated; the secondary procedure could not be substantiated at the time of this assessment. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for this event could not be determined; however vessel remodeling might have been a factor.